Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a patient undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. It was reported that volume given as the patients left ventricular end-diastolic pressure was 15. The pump placement was checked and the pump was repositioned. Suction alarms occurred at p2. The impella device was removed and flushed with sterile water. No clot was noted. No further information was provided.

Manufacturer narrative:
Section d6a / d6b: added implant and explant dates this complaint has been identified as part of a retrospective review. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined. Correction : section h1: the type of reportable event in the initial report should have been malfunction, which was inadvertently reported incorrectly in the initial report.